Event description:
It was reported that this patient presented to the emergency room (ER) for a syncopal event. Upon interrogation of this patient's device, it was discovered that this right ventricular (rv) lead was failing to capture as well as exhibiting elevated impedances measurements and high capture thresholds. This patient, who was pacemaker dependent, was admitted to the hospital, and, subsequently, a lead revision procedure was performed where a new rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further evaluation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER) for a syncopal event. Upon interrogation of this patient's device, it was discovered that this right ventricular (rv) lead was failing to capture as well as exhibiting elevated impedances measurements and high capture thresholds. This patient, who was pacemaker dependent, was admitted to the hospital, and, subsequently, a lead revision procedure was performed where a new rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further evaluation.